Event description:
Batteries in cardiac science power heart g3 AED has stopped working. The MFR said they will replace the batteries because there is a free replacement if the battery fails to work during this 4 year guarantee. My problem is that the battery should either last for the 4 years or, the unit should signal you in advance that the batteries are almost dead. The unit was beeping but I would like to be assured in the event of an emergency to have this available if needed.